Event description:
It was reported by the company representative that during a procedure, the doctor was using a crossflow and crossfire console. The crossfire console made a sound that indicated that a serfas unit was activated but the doctor was not pressing any buttons. It is unknown if the probe was activated while in the patient. Further, no harm to the patient was reported.

Manufacturer narrative:
The condition could not be confirmed since the unit was not returned for evaluation. Most probable root causes were defined according to the event description, additional information provided, risk management report and previous complaint history. The most probable root causes for ¿unintended energy delivered¿ condition are: probe short ¿ if there is a manufacturing related defect consequently causing an internal short, the console would detect it and trigger an error code. No error code was reported which would help identify the possible contributor for the reported failure. An external probe short when in contact with a metal object would interrupt the functionality (normal arch) and the unit would stop working. However, if an energized metal object (stainless steel arthroscope) is in contact or close to the probe while operating arching through the metal object can be observed which might also trigger an error code on the console, however, no error code or arching was reported, therefore this possible contributor cannot be ruled out based on the information provided. Button stuck on the firing position ¿ no malfunction of the activation buttons was reported, therefore this possible contributor can be ruled out. Fluid ingress - since the unit was not returned, it cannot be confirmed if there was fluid ingress and/or the point or source of the fluid ingress inside the handle. Button inadvertently pressed - based on the information provided and previous complaint history, this possible contributor can be ruled out. Damaged insulation - no insulation and/or physical damage of the probe was reported. Therefore, this possible contributor can be ruled out. Probe bender used to bend a non-bendable probe ¿ no information was provided regarding the possibility of bending this non-bendable probe. Console error - even though no information was provided by the sales rep that could lead to conclude that the probe¿s failure may have been related to a console and/or foot switch related failure (if used) since the unit or the console was not returned for evaluation this cannot be ruled out. However, based on the information provided risk management report, and previous complaint history, even though it could not be confirmed since the unit was not returned, the most probable root cause for the reported condition could have been related to fluid ingress into the handle dur to an incorrect user technique. In sum, the unit was not returned and the failure mode was not confirmed.

Manufacturer narrative:
The part number reported is 279351400 90-s accelerator. Additional information will be provided once the investigation has been completed.

Event description:
It was reported by the company representative that during a procedure, the doctor was using a crossflow and crossfire console. The crossfire console made a sound that indicated that a serfas unit was activated but the doctor was not pressing any buttons. It is unknown if the probe was activated while in the patient. Further, no harm to the patient was reported.